Manufacturer narrative:
We have started an investigation to see if we can get any used devices back for testing and a copy of the death certificate has been required. A follow up report will be submitted no later than june 20 2014.

Event description:
On (B)(6) attempted to contact customers husband to find out if the coma was diabetes related, found that it was not diabetes, husband states that they are not sure. On (B)(6) they went to (B)(6), the next day she went to hospital for a unit of blood and the next day she had to have another unit of blood and about an hour later her heart stopped and they broke some ribs trying to save her, transferred her to another hospital. Customers heart stopped again and they compressed her after 3 times of heart stopping they took her to surgery and he kissed her good bye and she never opened her eyes. Customers husband states that she was on life support and he let her go, customer husband states that she had gotten an infection and health care provider states that 27 years of diabetes had gotten to her, so they are not sure if it was diabetes related, customer states that they were going to have to take the feet off and he told them no. Customer was on the pump when they went to vacation and he is not sure when it was taken off of it. Customer husband states that she had problems with the sets and the cannula bending, customer had the sets changed to the sure-t and she did not get a change to tell husband if it was working.